Event description:
The customer reported the device failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. There was no report of pt involvement. The device was not being used at the time. It is emergency standby equipment. The device was evaluated by a philips field service engineer. The reported symptom could not be duplicated. The power pca was replaced at the discretion of the fse. The device passed testing. We are unable to determine the cause because the reported symptom could not be duplicated.